Event description:
During the investigation process, after visual inspection, fractured/broken spline on implant was also identified and captured in the investigation.

Manufacturer narrative:
One impl twist mp-1 3.75 mm 1 0 mm (1989) was returned for investigation. Visual evaluation of the as returned products identified the implant and cover screw were not fully attached with signs of usage on both implant and cover screw/cap. Damaged threads identified on the cover screw and implant spline identified broken as well. After separating the cover screw, functional testing to recreate the reported event could be performed and the cover screw/cap could not be fully threaded into the implant. Patient pre-existing condition as noted on the per was type ii (moderate) bone density. The devices were located on tooth site #15 (universal) and removed same day. X-ray or picture was not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2019070450. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019070450) was performed for similar event and no other similar complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. Additionally, after visual inspection, fractured/broken spline also identified and captured in the investigation. Furthermore, coob could not be verified with the information available. The following sections have been updated: h3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. PMA/510k: k943604.

Event description:
It was reported that the healing cap can't be screwed. The implant was removed and another implant was placed. Tooth site #15.